Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset the pump after being provided with reset information, and the malfunction did not recur. The customer was instructed to call back if the problem reappeared and acknowledged understanding the instructions.